Event description:
It was reported by the caller that the transseptal sheath wire punctured into the aorta during transeptal access. This was seen on ice imaging. The caller stated that there was a "trace" level of effusion at baseline, and it did not appear to have grown at this point. Ra and svc o2 sats were monitored, as well as color doppler studies and pressure monitoring. The patient's pressure remained stable and the case was continued. As of the time of the call, the patient has not experienced any symptoms. What type of injury? Aortic puncture. How was the injury discovered? (Example: patient¿s blood pressure dropped, ECG signals, etc) ice imaging. How was it confirmed? (Example: x-ray, ultrasound, etc) ultrasound. Via ice (soundstar catheter, acunav, or competitive catheter)? Soundstar. Was there any medical intervention provided? No. Did the patient require surgery? No. Is the patient now stable? (Document the current/last reported condition of the patient): yes. Part of a clinical study? No. What bwi products were used: soundstar (only catheter in the body at the time of the incident). If bwi diagnostic/ablation catheter was in use, is it available for return? No ablation catheter had been opened at the time of the incident. Ablation system: bsx farapulse system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).